Event description:
Customer reported that the insulin pump had a frozen display. Customer stated that the time on the insulin pump is not advancing and there is no response from any button. Nothing further was reported.

Manufacturer narrative:
The insulin pump had unresponsive button due to corroded keypad traces. Unable to perform any testing due to unresponsive buttons and missing segments on display window due to moisture.